Manufacturer narrative:
Complaint devices were returned for evaluation and forwarded to the manufacturer for further investigation. Returned complaint devices have been correctly assembled; no needle defects observed. Patency of cannula was verified by visual assessment in magnification under microscope; light coming through the cannula was visible. The defects under complaint were not confirmed in the returned samples and samples meet requirements of specification. Root cause analysis was not conducted as archival sample evaluation did not reveal any nonconformities. No CAPA initiated.

Event description:
Caller has been using devices for about a week and is complaining that she isn't feeling the insulin reacting with her pen needle the way that it does with her old ones. Caller stated the insulin is not releasing and she can't have her blood sugar that high, indicating she is not receiving the full dose. She is not re-using same pen needle. Not injecting in scarred tissue and not near navel area. Explained the return process and importance of sending back un-used ones. Replaced product and sent return label.

Manufacturer narrative:
Complaint devices were not returned for evaluation. Device history records were reviewed and no records confirming the defect were observed. Archival samples were evaluated by the manufacturer by visually assessing the cannula under magnification under microscope. Light coming through the cannula was visible. Additionally, 10 randomly selected pen needles from the archival samples were assembled on the pen injector. With every assembly attempt, droplets on the cannula were observed and injection of the applied dose can be seen and confirms the correctness of the pen needle assembly. Fluid flow was obtained in all tested pen needles. The defects under complaint were not confirmed in the archival samples and samples meet requirements of specification. Root cause analysis was not conducted as archival sample evaluation did not reveal any nonconformities. No CAPA initiated. If complaint devices are returned, they will be forwarded to the manufacturer for further investigation.